Event description:
Report of explant of device system due to "infection" rec'd per annual device tracking report. F/u with hcp revealed that onset of infection was "about 1/2001 and explant 2000." The signs and symptoms present included redness, swelling, drainage, and pain. The primary location of the infection was the device pocket. A culture was obtained but the results were unknown. The pt was treated with IV and oral antibiotics. The infection resolved and the pt has had symptoms of pain and difficulty sitting without intrathecal baclofen. Pt is awaiting implant of a new pump when weight gain has been achieved.